Manufacturer narrative:
Product has been received but evaluation of the device was not completed at the time of this report. Therefore, this report is based solely on the information provided by the customer. Customer reported that issue may have been a result of the patients husband disconnecting the unit, causing it not to alert staff when the patient exited the bed/chair. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file.

Event description:
Customer reporting a complaint on product # 8645. Customer states that they had a patient fall. Patient was found on the floor after the staff heard a thump in the patient's room. The alarm was tested and it worked just fine. The husband may have unplugged the cord since he had it unplugged earlier. There was a wrist fracture as a result of the fall.

Manufacturer narrative:
H3 the device was received in and inspected by the manufacturer. Visual inspection did not note any cosmetic damages to the unit. Functional testing by the manufacturer was unable to confirm the reported issue. The unit was found to have met specifications and will send a signal to activate the alarm as designed. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.